Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on:25-nov-2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product returned for evaluation. The plunger rod was found partially advanced and viscoelastic residue could not be identified to be distributed through the length of the cartridge. A lens could be observed to be stuck in the cartridge. The cartridge tip could be observed to be damaged in a way that is consistent with damage that may have occurred during shipping. The cartridge tip was also observed to be damaged and bulging. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The lens was removed from the cartridge and came out torn into multiple pieces. No further evaluation could be performed on the lens. The complaint issue "unfolding issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) did not unfold. Through follow ups we learned that the surgeon used a second lens (of the same model and diopter as the first one) because the first failed to unfold. No further details were provided.